Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was evaluated, and the reported single leaflet device attachment (slda) appears to be due to a combination of procedural factors (insufficient grasp of the posterior leaflet) and patient anatomy (calcification shelf on the posterior leaflet and a thin leaflet). There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 functional mitral regurgitation (mr) and thin posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. Post deployment, the clip had single leaflet device attachment(slda) from the posterior leaflet due to insufficient grasp. Additional clip was deployed. The mr was reduced to grade 3 post procedure. There was no clinically significant delay or adverse patient effects reported.